Manufacturer narrative:
The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the electronic lot history record, corrective action tracking system for the web database review and similar incident query for this product was not performed because the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B3: estimated date of event- 04/01/2023. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported that when the 190 ht bmw universal ii was being removed from the plastic sheath, the guidewire was noted unraveled. This occurred in the physician's office. There was no device use or patient involvement, and there was no clinically significant delay in the procedure. No additional information was provided.